Manufacturer narrative:
Evaluated one opened/used partial enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings. Also, found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Found cannula whole. No broken or missing parts. Missing needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was shorter than normal after removing out of the body. The customer's blood glucose was 174 mg/dl at the time of incident. The sensor will be returned for analysis.